Manufacturer narrative:
This event was received as part of a clinical study. Adverse event type: other, specify: lump in groin? Recurrence going for further tests to confirm. Adverse event term (use medical diagnosis for event term if available): lump in groin. Event description: patient returned to clinic with lump in groin? Recurrence going for further tests to confirm. For bilateral hernia repairs please indicate side if applicable: not applicable. Event onset date: (B)(6) 2025. Date site learned of event: 05-nov-2025. Severity: mild. Event related to study device: possibly related. Event related to study procedure? Possibly related. Was this event related to a device deficiency/device malfunction/device misuse/user error? No. No treatment: x. Event outcome: not recovered - ae is ongoing. If recovering, ongoing or recovered with sequelae, comment: awaiting ultrasound for diagnosis. New information received on 4th february 2026: 'the patient had a scan on (B)(6) 2026 which confirmed a recurrence and right groin cyst and is now awaiting next steps in terms of treatment'. As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: · is life threatening. · results in permanent impairment of a body function or permanent damage to a body structure, or · necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' As recurrence is a defect that usually requires surgical intervention, this event is now reportable. Ams cannot confirm or deny that our device has caused or contributed to the recurrence. The risk of recurrence is influenced by various factors, including the surgical approach and patient lifestyle. The surgeon has stated that the event was possibly device related and also possibly related to the procedure. Batch records for p00233670 have been reviewed. All sterilisation records and certifications are present; all product release testing was completed and passed. No capas or deviations were raised for this batch. Nc 12467 was raised for this lot where filters were used prior to inspection and damaged filters were found. Destructive testing was performed and it was confirmed that the damaged filters do not cause leaking and has no additional risk to product or patient safety. No other recurrence complaint were received for this lot.

Event description:
MFR report #: 9617175-2026-00039. This event was received as part of a clinical study. Adverse event type: other. Other, specify: lump in groin? Recurrence going for further tests to confirm adverse event term (use medical diagnosis for event term if available): lump in groin. Event description: patient returned to clinic with lump in groin? Recurrence going for further tests to confirm. For bilateral hernia repairs please indicate side if applicable: not applicable. Event onset date: (B)(6) 2025. Date site learned of event: 05-nov-2025. Severity: mild. Event related to study device? Possibly related. Event related to study procedure? Possibly related. Was this event related to a device deficiency/device malfunction/device misuse/user error? No. No treatment: x. Event outcome: not recovered - ae is ongoing. If recovering, ongoing or recovered with sequelae, comment: awaiting ultrasound for diagnosis. New information received on 4th february 2026: 'the patient had a scan on (B)(6) 2026 which confirmed a recurrence and right groin cyst and is now awaiting next steps in terms of treatment'. As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: · is life threatening. · results in permanent impairment of a body function or permanent damage to a body structure, or · necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' As recurrence is a defect that usually requires surgical intervention, this event is now reportable.